Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok key was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2015 with the following findings: during investigation, there was no damage or peeling to the keypad rubber cover. The ok key was noted to be over responsive; the rest of the keys responded appropriately. The ok button contact had a defect. It was observed to be inverted. The keypad was removed and there was no evidence of contamination on the key contacts.